Event description:
It was reported, there was a liquid leakage during use, but not sure where the leakage is coming from. No pt complications were reported.

Manufacturer narrative:
Method/results/conclusions: device has not been returned for evaluation.